Event description:
It was reported that during a liver biopsy in patient with a history of (B)(6), the device misfired. The device was removed and discarded. There was no report of patient or user injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.